Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the pull wire cap of the naviflex delivery system popped off, and the guide catheter and pull wire were kinked and broken. Hemostats were used to finish the deployment, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable events of guide catheter break and pull wire break.

Manufacturer narrative:
Block b5 was updated based on the additional information received on may 08, 2025. Block h6: imdrf device code a0401 captures the reportable events of guide catheter break and pull wire break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used to treat a biliary stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. During the procedure, the pull wire cap of the naviflex delivery system popped off, and the guide catheter and pull wire were kinked and broken. Hemostats were used to finish the deployment, and the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on may 08, 2025, it was reported that the naviflex rx delivery system was used in the pancreatic duct. The stent was successfully deployed without problem.